Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened sample was returned for review. The sample was examined and a crack was confirmed in the luer of the blue lumen. The most probable cause for the reported issue was most likely related to the material used in the molding process of the luer. Per procedure, there has been a material change for this component since the manufacturing of this lot to mitigate this issue. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter indicated "when attempting to draw blood from port, unable to aspirate. With attempt to flush fluid noted to be leaking from hub crack in blue port hub." No patient injury.